Event description:
It was reported that during implant attempt, there was difficulty getting the lead through a short 9 fr introducer. When the lead was removed from the introducer, it was noted the svc coil was damaged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor noted to be distorted.